Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and event of peritonitis. It was reported that the patient encountered an issue with the liberty select cycler during setup requiring replacement of the cassette. Technical support advised patient to continue use of the solution bags during reset up as the cones had not been broken yet. The patient didn¿t put the caps on the bags while replacing the cassette which exposed them to contamination. The patient reported that she did wear a mask during setup. This could not be verified and was questioned as the results from the cultures yielded streptococcus haemolyticus, normal inhabitants of the mouth and gastrointestinal tract. Initial reports alleged the issue the patient encountered with the liberty select cycler resulted in the patient diagnosis of peritonitis due to the patient continuing to use the same solution bags during the treatment setup after replacing the cassette which left the bags uncapped and exposed to contamination, it was determined that it could not be verified the patient was wearing a mask at the time of treatment or if this specific treatment resulted in the peritonitis diagnosis. It can¿t be confirmed if the patient having to reset up treatment and not following procedure to cap the solution bags caused the peritonitis event, or if the patient was in treatment on another date and did not wear a mask. It can¿t be verified if the peritonitis can be attributed to ccpd treatment as the patient does complete one manual pd exchange per day. No treatment dates were provided in comparison to the peritonitis diagnosis and no call to technical support is documented for an issue with the cassette in the days prior. It cannot be concluded if the liberty select cycler or liberty cycler set caused or contributed to the patient¿s peritonitis event.

Event description:
On 01/nov/2023 a response was received from a peritoneal dialysis registered nurse (pdrn) in reference to a call to technical support for a replacement liberty select cycler due to, can't teach pump during setup and noisy, that this female peritoneal dialysis (pd) patient was receiving during treatment. In the response, the pdrn noted that the patient had encountered an issue with the liberty select cycler (date not provided) and had to replace the cassette. Per the pdrn, the patient was instructed by technical support to re-use the solution bags since the cones were not broken. The patient left the bags uncapped while changing out the cassette which left them exposed. The patient was later diagnosed with streptococcal peritonitis. The patient stated that she was masked during the treatment set-up. The pdrn stated the clinic does not recommend res-using the solution bags. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ceftazidime 1g (frequency and duration not provided). The culture results were positive for streptococcus haemolyticus. The patient¿s antibiotics were then adjusted, and the ceftazidime was discontinued. The dose, frequency, and duration of the vancomycin was not provided. The patient was not hospitalized for this event. The patient continued to complete pd therapy during recovery. The cause of the peritonitis event is suspected to be the patient leaving the caps off the solution bags during set-up of her treatment. The patient encountered an unspecified issue with the liberty select cycler on an unknown date. Per the pdrn, the patient contacted fresenius technical support who told the patient that since the cones were not broken on the solution bags, she could change the cassette and continue to use the same solution bags without having to get new supplies. A review of the patient¿s call history did not identify an instance where this occurred. Additionally, the patient reportedly donned a mask for the treatment; however, the pdrn could not verify this information. Furthermore, the patient additionally completes one manual daytime exchange. No additional information was provided.

Event description:
On (B)(6) 2023 a response was received from a peritoneal dialysis registered nurse (pdrn) in reference to a call to technical support for a replacement liberty select cycler due to, can't teach pump during setup and noisy, that this female peritoneal dialysis (pd) patient was receiving during treatment. In the response, the pdrn noted that the patient had encountered an issue with the liberty select cycler (date not provided) and had to replace the cassette. Per the pdrn, the patient was instructed by technical support to re-use the solution bags since the cones were not broken. The patient left the bags uncapped while changing out the cassette which left them exposed. The patient was later diagnosed with streptococcal peritonitis. The patient stated that she was masked during the treatment set-up. The pdrn stated the clinic does not recommend res-using the solution bags. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ceftazidime 1g (frequency and duration not provided). The culture results were positive for streptococcus haemolyticus. The patient¿s antibiotics were then adjusted, and the ceftazidime was discontinued. The dose, frequency, and duration of the vancomycin was not provided. The patient was not hospitalized for this event. The patient continued to complete pd therapy during recovery. The cause of the peritonitis event is suspected to be the patient leaving the caps off the solution bags during set-up of her treatment. The patient encountered an unspecified issue with the liberty select cycler on an unknown date. Per the pdrn, the patient contacted fresenius technical support who told the patient that since the cones were not broken on the solution bags, she could change the cassette and continue to use the same solution bags without having to get new supplies. A review of the patient¿s call history did not identify an instance where this occurred. Additionally, the patient reportedly donned a mask for the treatment; however, the pdrn could not verify this information. Furthermore, the patient additionally completes one manual daytime exchange. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 01/nov/2023 a response was received from a peritoneal dialysis registered nurse (pdrn) in reference to a call to technical support for a replacement liberty select cycler due to, can't teach pump during setup and noisy, that this female peritoneal dialysis (pd) patient was receiving during treatment. In the response, the pdrn noted that the patient had encountered an issue with the liberty select cycler (date not provided) and had to replace the cassette. Per the pdrn, the patient was instructed by technical support to re-use the solution bags since the cones were not broken. The patient left the bags uncapped while changing out the cassette which left them exposed. The patient was later diagnosed with streptococcal peritonitis. The patient stated that she was masked during the treatment set-up. The pdrn stated the clinic does not recommend res-using the solution bags. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2023 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g and ceftazidime 1g (frequency and duration not provided). The culture results were positive for streptococcus haemolyticus. The patient¿s antibiotics were then adjusted, and the ceftazidime was discontinued. The dose, frequency, and duration of the vancomycin was not provided. The patient was not hospitalized for this event. The patient continued to complete pd therapy during recovery. The cause of the peritonitis event is suspected to be the patient leaving the caps off the solution bags during set-up of her treatment. The patient encountered an unspecified issue with the liberty select cycler on an unknown date. Per the pdrn, the patient contacted fresenius technical support who told the patient that since the cones were not broken on the solution bags, she could change the cassette and continue to use the same solution bags without having to get new supplies. A review of the patient¿s call history did not identify an instance where this occurred. Additionally, the patient reportedly donned a mask for the treatment; however, the pdrn could not verify this information. Furthermore, the patient additionally completes one manual daytime exchange. No additional information was provided.